Event description:
The customer reported that the system displayed a communication error message and locked-up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The system was operating as intended. The facility power source is suspected, however, the ps1 power supply was replaced as a precautionary measure.